Manufacturer narrative:
Result: power cord plug missing ground prong.

Event description:
It was reported by service report that two beds had the power cord plugs missing the ground prongs. It is unk if there was pt involvement or if there were adverse consequences to report.